Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the b30 error was solved by dismounting the scope and inserting again, it is presumed that there was a problem with the contact part. However, since the product was not returned, a root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the light source experienced scope communication error codes b30 and e216. The issue was found during preparation for use in a diagnostic colonoscopy procedure. The procedure was delayed so the device could be assessed and cleaned. The issue was fixed by removing the scope and reinserting it into the device. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.